Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
The stent was too loosely crimped on the balloon. The physician could not push it through a 7fr sheath.

Manufacturer narrative:
Engineering analysis: the investigation into the reason for the complaint is difficult due to the fact that the device was not returned. The introducer sheath used in the case was also not returned. During the final lot qualification data shows that all 59 test samples were able to pass through the 7fr introducer sheath without issue. Since december of 2013 over (B)(4) test units have been passed through the introducer sheath without a failure. The product in question has also been subjected to simulated use in a tortuous iliac artery model whereas the stent delivery system is advanced contra-laterally over the iliac arch through a 7fr 55cm long cook check flow performer introducer sheath. The stent is then deployed at nominal pressure as specified on the product label and the balloon deflated and withdrawn back through the introducer sheath. This testing was conducted numerous times while being submerged in a heated water bath at 37°c (body temperature) during design verification testing of the product. None of the samples tested had an issue regarding stent dislodgments while passing through the introducer sheath. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atrium's final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. The details provided indicate that the stent slid from the balloon when it was taken out of the box. The manufacturing requirement prior to packaging is to ensure that the stent is firmly crimped to the balloon. This inspection is conducted on 100% of the product produced. If a stent was found to be loose on the balloon the sample would have been scrapped. A stent that has not been crimped looks drastically different than a stent that has been crimped. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: there are several possibilities that can cause stent dislodgement including but not limited to manipulation of the stent prior to use, overuse of the sheath causing failure of the hemostatic valve or a hemostatic valve that is too tight. The instructions for use state that, "special care must be taken not to handle or in any way disrupt the placement of the stent on the balloon." If personnel at the table were unfamiliar with the device and attempted to hand crimp or manipulate the product in any way prior to use it could interrupt the integrity of the stent. If other devices were passed through the sheath prior to the stent it is possible that the valve lost integrity and failed for that reason. If the sheath was inserted without the use of the enclosed obturator the hemostatic valve was potentially too tight for a first pass with the stent.

Manufacturer narrative:
Engineering analysis: the device in question was removed from the packaging and disinfected. Upon initial inspection, the stent was loose on the balloon. The stent was slightly deformed from attempts at hand crimping as the details of the complaint indicate. The crimped stent dimensions were measured and were varied due to the deformity caused by the hand crimping of the stent. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing, when the stent is crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. During the final lot qualification data shows that all (B)(4) test samples were able to pass through the 7fr introducer sheath without issue. Since december of 2013 over (B)(4) test units have been passed through the introducer sheath without a failure for the inability of the stent to pass through the introducer sheath. The product in question has also been subjected to simulated use in a tortuous iliac artery model whereas the stent delivery system is advanced contra laterally over the iliac arch through a 7fr 55cm long cook check flow performer introducer sheath. The stent is then deployed at nominal pressure as specified on the product label and the balloon deflated and withdrawn back through the introducer sheath. This testing was conducted numerous times while being submerged in a heated water bath at 37°c (body temperature) during design verification testing of the product. None of the samples tested had an issue regarding stent dislodgments while passing through the introducer sheath. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath . · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. The details provided indicate that the stent slid from the balloon when it was taken out of the box. The manufacturing requirement prior to packaging is to ensure that the stent is firmly crimped to the balloon. This inspection is conducted on 100% of the product produced. If a stent was found to be loose on the balloon, the sample would have been scrapped. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. There are several possibilities that can cause stent dislodgement including but not limited to manipulation of the stent prior to use, overuse of the sheath causing failure of the hemostatic valve or a hemostatic valve that is too tight. The instructions for use state that, "special care must be taken not to handle or in any way disrupt the placement of the icast stent on the balloon."